Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported a bilateral unexpected outcome event post lasik procedure. Reporter indicated overtreatment at high diopters post treatment results became hyperopic even though equipment seemed technically fine during the test phase. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The patient data review shows that based on the currently provided information, an over performance of the laser refractive correction can not be recognized. Log file review shows that no abnormalities with the system could be identified. All treatments were performed without any issue and also no error or other deviations can be identified which are relevant to the reported issue no technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).